Event description:
A customer contacted beckman coulter regarding falsely high total micro-protein (m-tp) result that was generated by the synchron lx20 instrument. The customer indicated that a pt sample was tested for m-tp and a "suppressed, blank rate high" result was obtained. The customer diluted the original sample with deionized water (1:10) and re-tested for m-tp. The repeated mt-p result of 1250 mg/dl was reported out of the lab. The customer indicated that the pt was treated with magnesium and transferred to another facility. Based on available info, no adverse consequences resulted from this event.

Manufacturer narrative:
Qc run early in the morning of 2006, was within specifications. The physician called the next morning and questioned the 1250 mg/dl m-tp result. The customer then performed qc testing and experienced problems with qc level I. The customer inspected the instrument and discovered a fibrin plug in the sample probe. The customer removed the fibrin and repeated qc testing; results were in expected ranges. A field service engineer (fse) was dispatched to the customer's lab. The fse confirmed that the sample probe was cleaned by the customer. The fse lubricated a wash tower worm gear. The fse indicated that a cuvette wiper appeared worn and was replaced. After service completion, the customer re-tested the original sample for m-tp and obtained result of 200 mg/dl. Although the fibrin plug in the sample probe may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.